Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump's display was blank. The customer stated that she had been sweating while wearing the device. Blood glucose level at the time of the incident was 387 mg/dl. During troubleshooting, the caller was unable to get the display to return. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.